Event description:
High readings on his one touch fasttake meter. On the morning of april 21, 2006 the patient woke up and felt fine. He ate breakfast and while eating breakfast he felt weak, sweaty and felt like he had an empty stomach even though the had food in his system. He tested his blood glucose and received a 71 mg/dl. Due to the reading and how he was feeling he withheld his set amount of lantus and decided to go to the clinic. The patient tested on the clinic's meter two hours later around 8:00am and received a 41 mg/dl. The patient was given food and juice and was released an hour later with a blood glucose reading of 81 mg/dl on the hospital's device. He did not test on his lfs meter at that time. The patient retested his blood glucose at home at 5:30pm and received a 135 mg/dl on his lfs meter. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done, since the control solution was expired. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported because the patient was treated for hypoglycemia by a medical professional.